Event description:
It was reported by the aci sales professional that a female patient went to the emergency room complaining of chest pain at approximately 4am on (B)(6) 2013. She was admitted for a cardiac catheterization and underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the right common femoral artery via a 6f sheath (model unknown). It was noted by the technician that the physician had difficulty gaining access and punctured the artery 4 times, gaining access on the fourth try. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. After the coronary procedure the patient developed a hematoma, 8cm in size. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. Regardless of the hematoma, the mynxgrip was deployed successfully. The technician held pressure on the access site for approximately 5 minutes at which time the hematoma reduced in size. At approximately 1pm on (B)(6) 2013, the patient's access site was checked by an rn (nurse) and firmness, slightly larger than a quarter was felt. A cardiology assistant was consulted and believed that the firmness was sealant in the patient's tissue tract. A cardiac electrophysiology assessed the access site and ambulated the patient. The patient used the restroom then complained of discomfort in the right groin. The rn re-assessed the access site and noted a hematoma greater than 6cm forming. Manual compression was held for 20 minutes which stopped the hematoma from increasing in size. An ultrasound was performed on the right groin and a pseudoaneurysm approximately 2.8cm was discovered. The patient was sent to interventional radiology for a thrombin injection to treat the pseudoaneurysm. The patient was discharged to home on (B)(6) 2013 with no clinical sequela noted. The patient's hospitalization was not mynx device / mynx procedure related. Note: the aci sales professional reported that the physician stated that the difficult access and the multiple arterial punctures were the cause of the hematoma and the pseudoaneurysm.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported hematoma and pseudoaneurysm could have been the multiple arterial punctures. It should be noted that the instructions for use (IFU) warnings indicates: "do not use the mynxgrip vascular closure device if the puncture is through the posterior wall or if there are multiple punctures, as such punctures may result in a retroperitoneal hematoma/bleed." A review of the lhr was not possible as the lot number was not provided.